Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving a nahco3 infusion when the pump began to alarm air-in-line. When the rn opened the pump door and pulled the tubing to check it, it separated in her hand. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag ndc (B)(4), lot number y257535, exp jul 19, 5% dextrose 0.45% sodium chloride. The customer¿s report of a tubing separation was confirmed. Visual inspection showed that the silicone segment was completely separated/torn away from the upper fitment with jagged appearances noted on each corner of the silicone segment. Examination under magnification showed no crush marks to the upper fitment. Functional testing was deemed unnecessary due to the separation. Fluid was observed to be leaking from the set. The root cause of the tubing separation was not identified.